Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a trach was dislodged during patient transfer from bed to scale. Following code event, the nurse inspected trach and noted that the cuff had 1.5ml of water and the trach did not inflate. The nurse then filled it at its maximum capacity of 3ml, thus trach still did not inflate all the way around. After the patient was stabilized, they tried to use an additional product to resolve the issue but to no avail. There was patient involvement and outcome of the injury is still ongoing. CPR(cardiopulmonary resuscitation) and increased patient care needed are listed as medical intervention.

Manufacturer narrative:
D9: 8/26/2025. One used sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. A probable root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.